Event description:
It was reported that the patient was transferred to another facility for completion of the leads extraction because the leads would not come out. The right atrial (ra) lead became dislodged and became unintentionally stuck in another part of the patient's venous anatomy during the extraction procedure. The ra lead was explanted and was replaced. The replacement ra lead was observed with noise and no capture. The replacement ra lead was not implanted and a new ra lead was implanted instead. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. Visual analysis noted the lead was damaged at implant.